Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2013 the patient felt morphine withdrawal symptoms for the second time. The patient had shingles, he rpes zoster in her ear and pharynx. The healthcare professionals (hcp) reportedly could not adequately treat the shingles because ¿there was no IV (intravenous) to give her, she could not swallow and was given huge pills that she could not swallow.¿ the patient was not eating, ¿one thing happened after another.¿ the reporter stated that the symptoms had sudden onset. The pump was used to infuse morphine (unknown) at the time of this event. No intervention or outcome was reported. If additional information is received a follow up report will be sent.